Event description:
A microwave ablation device bent inside the patient, but was easily removed in one piece. The power through the probe was 100w for 5 minutes. When an attempt was made to move within liver to continue ablation, the microwave probe bent. It was removed intact.